Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, image is not displayed. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: adhesive on bending section cover or distal sheath rubber has a chip; and due to damage on forceps elevator lever (surgical part), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was may be any of the below: ·adhesion of dust, stain, or a foreign material to the electrical contacts of the video connector and insufficient connection condition temporarily caused the electrical connection condition with the system poor. ·the appearance checks of the endoscope revealed damage such as scratches and chipping on a-rubber glue of the bending section. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end section of the endoscope. Then, the electrical connection condition temporarily deteriorated, which had a negative impact to the image signal output. As a result, image signal output became unstable. ·sporadic application of static electricity or over current led to the temporary poor condition of the image output signal. Moreover, regarding application of overcurrent may have been caused by connection/disconnection while the system was powered on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contacts of the system and the video connector. ·it was confirmed that the circuit board in the video connector had not been repaired/replaced since july 2019. Deterioration over time temporarily caused the image output signal unstable. (In the case of deterioration over time, the suggested event ¿no image was displayed¿ may poorly recur since deterioration over time gradually becomes advanced.) The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual describes how to inspect for the subject event in chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below. ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.